Manufacturer narrative:
The customer complaint of allowing the clinician to change the clock time is due to normal system behavior. The customer reported that the pcu device allows nursing to change the clock which leads to inaccurate documenting. The ability to change the alaris system clock is considered normal system behavior and is designed to allow the clinician to change the device clock, if required. The clinician should be made aware that during programming of delay options if the ¿current time¿ is displayed correctly the ¿confirm¿ key should be pressed. Pressing the ¿change time¿ key modifies the pcu clock. The system was being used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was a patient involvement.

Event description:
It was reported that the IV infusion pump allows the front-line rn to manually change the time in the device's clock, resulting in the device time being different from the time documented on the electronic medical record (emr). An IV d5 0.45% nacl with potassium chloride was infusing at the time of the event, and the rn manually changing the time on the device made the infusion appeared to be 3 hours delayed on the emr documentation.